Manufacturer narrative:
The investigation of low pump flow and vascular damage - great vessel has been completed. Log review showed noisy placement signal, motor current, and pump flow along with frequent fluctuations in p-level from p-3 to p-8. There were several suction alarms throughout the case. After 23 hours of support, the motor current steadied for about nine hours while at p-5. The root cause of the low pump flow was not determined since the product was not returned and insufficient clinical detail was provided. Bleeding was found at the anastomosis site after the patient had increased chest tube output and was hypotensive. The root cause of the vascular damage was not determined since insufficient clinical detail was provided. The failure mode purge leak - pump was removed because the purge issue was resolved after switching automated impella controllers. The console investigation can be found under manufacturer device report 1220648-2024-18506. H.6 medical device problem code 1250 is to be omitted from manufacturer device report 1220648-2024-18750 due to the information above.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a 65-year-old male patient was on impella 5.5 support and the pump had suction alarms. The patient was also on intra-aortic balloon pump (iabp). Blood products were given. Iabp was eventually discontinued due to suction alarms. Furthermore, there was bleeding at the anastomosis site. Graft dehisced from the aorta. Entire impella and graft were removed to apply partial aortic clamp to perform aortic repair. Moreover, the investigating engineer for the automated impella controller (aic) found that the purge issue that was originally thought to be the aic, is likely an issue from the pump. There were purge system open alarms. The staff replaced the purge cassette without resolution. The aic was replaced. The pump was successfully weaned and explanted after a day of support.